Event description:
It was reported to philips that the system showed an error in the power supply. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and completed without problem because the problem was not visible to the customer. The philips field service engineer (fse) inspected the system on site and confirmed that system showed an error in the power supply. Review of the system log file showed that there was an issue in main power as undervoltage on rail voltage output to point and rail voltage was out of range. Upon troubleshooting, fse found that the system had installed a third-party up which was not correctly configured. To resolve this issue, fse changed the mains data values and performed generator calibration. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.